Event description:
It was reported that during final tightening, the click x 3d-head fell apart. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the present implants were analyzed for conformance to print specifications as well as the device history record was researched. No abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lots in question. The implants present some stress marks which can be allocated to a misalignment between the thread of the 3d-head and the locking cap. As a result the 3d- head were spread and the locking cap popped off. No manufacturing related issues were found.